Event description:
Customer reported a malfunction alarm labeled as malf 0, identified as a software error. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. Customer was advised to continue using the pump and instructed to contact support again if the issue returns.